Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service center for evaluation. Foam particles were observed within the device blower kit. Error code 55 and error code 102 were found in the device log history.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third party service center for evaluation. Foam particles were observed within the device blower kit. Error code 55 and error code 102 were found in the device log history. Please note: general information tab: report information: complete ticked yes as this should have been submitted as a final report.